Event description:
The patient had an index left tka outside of cors scope. The patient developed pji in the left knee and underwent revision for pji with all components exchanged on (B)(6) 2021 (then included into cors). The patient developed again pji and was revised with all components exchanged on (B)(6), 2021.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon cr fem comp #4 l-cem; cat # 5510f401; lot # lab6c. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.